Event description:
This report covers reported device malfunctions for heartmate 3 system controllers from a historical review of the (B)(6). It was reported that the system controller was exchanged due to device malfunction. It was reported that an external backup battery (ebb) alarm occurred when ebb was set to the patient's operating system controller after implantation in the ICU. The ebb was exchanged with no resolution. The other cables and the monitor were changed, but the issue was not resolved. The system controller was exchanged to a new one. There were no adverse consequences to the patient. It was reported that an intermittent alarm was activated around 4 am, and the patient was rushed to the outpatient clinic. The base of the black cable on the system controller side seemed to be loose, and the alarm stopped when the base was moved. Troubleshoot attempts were performed, trying multiple combinations of different batteries and battery clips, but the alarm persisted. It was reported that the system controller was replaced to backup system controller after an abnormal and continuous alarm when self-testing was performed. It was reported that the system controller and modular cable were exchanged due to damage. A medical institution confirmed that the black and white dual power cable of the system controller and the outer coating of the modular cable were damaged. It was reported that there was a power cable disconnect alarm that occurred at a time other than when the power source was switched. Troubleshoot attempt was performed by changing batteries and the battery clip, but the alarm persisted. It was decided to exchange the system controller due to suspected malfunction. There was no health hazard due to the event. Log files were analyzed for final confirmation as to whether to replace the system controller. It was reported that the system controller was replaced after being immersed in stored blood during implant procedure. After the patient was transferred to the ICU, the technician tried to install an emergency backup battery, but blood had penetrated inside the system controller. When removing the patient's drape after surgery, staff noticed that the system controller was immersed in the stored blood. The staff was careful during the surgery but could not avoid the blood. The decision was made to use the backup system controller.

Manufacturer narrative:
Event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of backup battery faults, unidentified alarms, power cable damages, abnormal alarms during self-test, abnormal power cable disconnect alarms, and fluid ingress were not confirmed. The heartmate 3 system controllers were not returned for analysis, and no log files were submitted for review. The root causes of the reported events were unable to be conclusively determined via this analysis. The serial numbers of the products associated with this event were not provided. The heartmate 3 instructions for use how the heart pump works provides explanation on how to properly install the backup battery in the system controller. This section also warns the user to never use a backup battery that may be damaged, defective, or expired, as doing so may result in reduced battery capacity time and/or pump stops. The heartmate 3 patient handbook life with heartmate 3 warns the user to keep all heartmate 3 components dry, and that exposing the system controller to fluid may result in pump stops. The heartmate 3 patient handbook section 5 alarms and troubleshooting provides information on each of the alarms that may be produced by the heartmate 3 system controller including backup battery fault and power cable disconnect alarms. Instructions on the appropriate actions to take when resolving these alarms are also provided. The heartmate 3 patient handbook section 6 equipment care describes how to care for and clean all equipment, including the system controller. The heartmate 3 patient handbook section 10 "safety checklist cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.